Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00104. Implant date: unknown date in (B)(6) 2011. Concomitant medical products: medical devices: femoral component option size e left catalog#: 00576401551; lot#: 64717255. All poly patella standard cemented size 32 mm diameter 8.5 mm thickness catalog#: 00597206532; lot#: 64774902. Unknown tibial tray catalog#: ni lot#: ni. Unknown palacos cement catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee manipulation under anesthesia approximately three months post-implantation to increase range of motion. The patient reports still experiencing pain, swelling, and insufficient range of motion, necessitating continued trips to physical therapy. No revision procedure has been reported. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A manipulation under anesthesia was performed in (B)(6) 2021 following an initial left total knee arthroplasty in (B)(6) 2021 for decreased range of motion. Manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue.

Event description:
No further event information available at the time of this report.